Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0231018046 was returned and analyzed. During external visual inspection, the catheter was found to be intact, have no defects, and no nonconformities. The cirris tester e-114 sn04 was used to perform the shorts and mapping tests and both showed failing results on the p2 electrode. The test capital system was used to verify the temperature sensor fault. A temperature sensor fault was observed as well as the p2 electrode glowing white and the globe glowing red within the system mapping window. The keyence microscope e-220 sn02 was used to verify the open circuit on the p2 electrode. A broken wire was observed on the p2 electrode. The open circuit was found in the cage of the catheter, zone 1. The catheter was functionally tested using the test capital equipment extension cable. Testing found no errors or alert indications on the test capital system. In conclusion, reported clinical issues cannot be assessed through analysis. The catheter failed the returned product inspection due to an open circuit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following completion of the ablation portion of the procedure, a left atrial appendage closure device implantation with another manufacturer's product was being performed. A pericardial effusion was diagnosed 20 minutes after removal of the sphere 9 catheter. A pericardiocentesis was performed. The ablation with the sphere 9 was successful, but the left atrial appendage closure device implantation was aborted. The patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.